Event description:
Report received indicated the pt experienced red weeping rash underneath the adhesive border. The pt experienced the condition during a period of one month prior to complaint receipt. Pt changed device every 6 or 7 days for several years. When condition appeared, changed device every 3 days. Treated with stomahesive powder and allkare protective barrier wipes. Pt outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.